Manufacturer narrative:
(B)(4): visual and optical inspection of coverplate confirms the coverplate is broken, with visible impact mark on the face of the implant, as per event information. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure to implant interbody device at l4/5 and l5/s1. The implantation of l4-l5 was finished without any complications. During the implantation of l5/s1, the cover plate of the construct snapped in two during impacting. A new cover plate was used to complete the case. No patient complications were reported.